Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: * can you identify the lot number of the product used? * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) * please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The single complaint was reported with multiple events.

Event description:
It was reported that a patient underwent a total joint knee and hips procedure in (B)(6) 2025 and barbed suture was used. During the procedure, it was reported to the sales rep that during five total joint cases knee and hips, over the last week and a half. When they open the suture and load the drivers on the needles it is a bidirectional and as soon as the surgeon throws the needle pops off. Cases completed with interrupted vicryls. No device will be returned. No adverse patient consequences were reported. Additional information was requested.